Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the reload was articulated and it got stuck. Then later the reload will move back by itself. The customer tried with different reloads and the same happened. Another device was used to complete the case. There was no patient injury.